Event description:
On (B)(6) 2025, the user¿s caregiver reported that the pump was not working after replacing the dexcom g7 continuous glucose monitoring (cgm) sensor, which had expired. The user experienced "insulin occlusion" alerts since the previous night and continued to receive error messages despite changing supplies. The caregiver assisted with supply changes, and the user tested the pump to 120 units without issues. Blood glucose (bg) was initially 400 mg/dl but stabilized to 97 mg/dl following the supply change. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through a supply change. No symptoms were experienced by the user during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.